Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. An 0x40 hazard alarm was generated during operation, indicating rotational sensor maximum open count exceeded. The rotational sensor did not transition from closed to open at consistent pulse width intervals. A tear was observed in the unexposed portion of the soft cannula, causing an internal leak at the nailhead. The leak contributed to corrosion observed on the top battery, pcb, mechanism rail, and commutator cap. The commutator cap corrosion contributed to the 0x40 alarm generation. The soft cannula damage is confirmed as the root cause of the reported hazard alarm.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming during bolus.